Manufacturer narrative:
The product was not returned to kimberly-clark for evaluation nor was a lot number provided; therefore, a review of the device history record was not possible. The product incident has been incorporated in the kimberly-clark complaint trending system which is used to identify repetitive issues that require corrective action. A recall of the microcuff pediatric endotracheal tubes sizes 3.0 mm to 4.5 mm was initiated on june 4, 2007 and the district office of FDA informed of this action on june 6, 2007.

Event description:
A kimberly-clark sales representative provided the following report as feedback from this hospital involved in a product use evaluation. The hosp reported that during the period of product evaluation, a pediatric microcuff endotracheal tube kinked during use. There was no report of pt injury. No additional details were provided about this incident. The exact date of this event is not known as the product use evaluation trials were several weeks in duration; this event was received from a sales representative on may 9, 2007. There are no details provided about the pt other than it involved a child based on the size of the product. Kimberly-clark has no independent knowledge of the event reported above, but is relaying the information that was provided by the facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database.